Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacemaker mediated tachycardia (pmt) and atrial tachy response (atr). In addition, there was a large right atrial (ra) lead signal after the left ventricular sense (lvs), but before the right ventricular sense (rvs). In one of the atr, there was actually triple counting occurring. Recommended to consider bringing the patient for evaluation. According to the field representative, the crt-d was inappropriately mode-switching. As of this time, this device was reprogrammed, the issue was resolved and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.